Event description:
A malfunction on the pump was reported, and there was no information on whether the issue caused the customer's blood glucose level to exceed a specific limit. The customer reverted to an alternate method of insulin therapy.